Event description:
Rn stocked needles in immunization room with new box/lot. Lpn retrieved needles to administer vaccines. When preparing vaccines for administration, lpn noticed that the needles would not prime due to occlusion. Lpn alerted clinical coordinator who removed all affected needles from stock, alerted clinical team of issue and to be aware of other potentially affected needles. Mckesson safety hypodermic needle glide 25g x 1 in lot: 2153548, expiration: 5/31/2027. Mckesson irving, tx 75039 us.